Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number 1627487-2021-16454. It was reported that the patient lost therapy due to high impedance. As a result, surgical intervention occurred wherein the leads were explanted and replaced.

Event description:
Additional information indicates that the patient only had one lead explanted and implanted. This lead is not reportable.